Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of more than 600mg/dl. It was stated that the customer was vomiting and could not lower his glucose level. Troubleshooting was declined and a replacement of the insulin pump was requested. No further info was provided.